Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine would not power on. No donor or operator injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine would not power on. No donor or operator injury or reaction noted. Upon evaluation the reported problem was verified. A blood spill was also found inside of the device. The machine was disassembled and decontaminated. All damaged components were replaced. The machine is now ready for use. (B)(4).